Event description:
It was reported that rep stated that six pieces fell off during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Investigation determined the likely root cause of the event to be fatigue failure of the device due to prolonged usage. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Visual inspection: the device was returned in damaged condition. The rim distal to the hex attachment featured was fractured from the device, confirming the event. Two fragments of the time were returned. Additional material analysis of the returned device concluded: "the proximal hex rim of the navigation compatible straight trident cup positioner broke in fatigue. The material composition and hardness were consistent with (B)(4). No material or manufacturing defects were observed on the device features evaluated." If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that rep stated that six pieces fell off during surgery.